Manufacturer narrative:
This report is submitted on august 25, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an unsuccessful insertion of the electrode array. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on september 30, 2022.